Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The penumbra system aspiration pump would reach only -10 mm hg. While troubleshooting, the tech thought there was a leak at the connection between the silver connector on the pump and the plastic filter. When the tech tried to change the filter, she could not get it to seal. The pump was disposed of by the hospital.